Manufacturer narrative:
The investigation is in progress. A sample device has not been received. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. A root cause has not been identified. The root cause will be reassessed upon completing the investigation. Additional information has been requested. (B)(4).

Event description:
A purchasing agent reported that during an intraocular lens (iol) implant procedure, there was an error with the lens loading into the patient's eye due to the injector causing iol damage. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A questionnaire was received. The customer reported there was patient contact, but no patient harm. The procedure was completed with a new iol and injector. The iol sample is available for return.